Manufacturer narrative:
H10: the customer biomed engineer (bme) replaced the user interface (ui) printed circuit board assembly (pcba) as advised once the part was received. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed, reporting the v60 ventilator powered on by itself. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and advised the bme to replace the user interface (ui) printed circuit board assembly (pcba).